Event description:
It was reported that the user experienced a sensor ended alert on the ilet after applying a new freestyle libre 3 plus, sensor and required assistance to scan and activate it, during which dosing had stopped, and a bg-run suspension occurred with the user's elevated blood glucose at 218 mg/dl. Customer care provided support that included education on sensor activation and bg-run workflow, and verification that the new sensor was successfully activated. Investigation of this case revealed normal device function with a sensor expiration leading to a dosing pause and user confusion regarding the device status. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of automated dosing until a fingerstick glucose was entered and dosing was restarted, without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use error related to sensor changeover and bg-run procedures.